Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the image acquisition system (ias) remained at waiting to initialize x-ray and pendant continuous scrolling. It was confirmed there was no ac power to the paxscan processor. The stand alone board and solid state relay varistor were replaced. The issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure the imaging system displayed 'waiting to intialize'. Trouble shooting found that the issue was the stand alone board. There was no patient present when this issue was identified.

Manufacturer narrative:
The stand alone x-relay has been received by the manufacture for evaluation. The reported issue was confirmed as the stand-alone board failed bench testing, both ac/dc voltages were not present. Fans do not cone on and no leds are on. Relay passed bench test. Varistor measured open and no fuses were returned.